Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, a leakage of contrast agent was noted and the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported. The patient condition was good.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, a leakage of contrast agent was noted and the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported. The patient condition was good.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, a leakage of contrast agent was noted and the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported. The patient condition was good.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 15mm from the tip and the tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.